Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with a rechargeable implantable neurostimulator (ins). It was reported that the patient lost all stimulation from their implant. The hcp met with the patient on the day of this report in the clinic for troubleshooting. The patient joined a ¿walking heat¿ at the end of (B)(6) /beginning of (B)(6) and immediately after that received increased pain. The patient then tried to increase the stimulation but it did not work. The patient started to receive more pain, especially at late evening time, but now also in the mornings. The patient has not fallen, made any fast movements or other things like that, and has not walked by a magnetic field. It was noted that it worked good to pair to the battery. The hcp checked impedances and showed all 8 poles > 10,000 ohms at 0.7v. It was tried at 3.0v and all 8 poles were >40,000 ohms. All existing programs were reprogrammed and increased the current to max, but the patient did not feel anything of the stimulation. No abnormalities seen in mdt data. Further analysis was noted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that something happened after the patient did a running competition in the beginning of (B)(6). The patient could not get the system to work. The diagnostics/troubleshooting performed was the impedances were measured. A new x-ray was planned. A new decision after the x-ray will be made. The following information has already been reported in manufacturer report # 3007566237-2018-02869: information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient loss stimulation. The patient had more pain right after (B)(6)2018, they increased the stimulation but noticed that it did not go. The patient then began to have more pain in the evenings, but now also in the mornings. The hcp met with the patient for troubleshooting. The impedance measurements were high. Impedance testing showed all 8 poles >10,000 ohms at 0.7v. All poles showed >40,000ohms at 3.0v. It was also tried to program existing programs and increase the current to maximum, ¿knows nothing of the stimulation. The patient has not fallen, made any quick moves or jerk, or gone into any power magnetic fields. The mdt data did not show any device abnormalities but did show that the patient recharges once a month with the last recharge session on 2018-(B)(4). No further complications were reported or anticipated. Additional information was received from the heath care provider via the manufacturer representative reporting that the nurse met with the patient on 2018-(B)(6) the patient had done a running competition in the beginning of june, something happened after that. The patient had more pain and could not get the system to work. The cause of the high impedances and loss of stimulation was not known yet. The action taken to resolve the event was a new x-ray was planned. A new decision will be made after an x-ray. Any additional information regarding this event will be reported in this manufacturer report.